Event description:
It was reported the intraocular lens haptic broke during the implantation procedure. The physician completed surgery but removed and replaced the iol without complication a week later due to the patient's visual complaints.

Manufacturer narrative:
The iol was not received for analysis. The surgeon stated that ihe made an error during implantation of the iol causing the haptic to break. Based on our investigation and information received from the account, we do not believe this event is manufacturing related. Device discarded by account.